Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported failure to advance was a result of the barewire meeting resistance with the previous implanted stent during the procedure to treat an in-stent restenosis in the right superior femoral artery. Reportedly, the step of the barewire caught on the stent during the failed attempt to cross causing the tip to separate, resulting in unexpected medical intervention to embed the separated tip in the vessel. Based on the reported information, there is no indication that the reported difficulties are related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the right superior femoral artery. A barewire from the emboshield nav6 was attempted to be advanced; however, met resistance with the previously implanted stent. The step got caught on the stent strut and tip of the barewire became detached. The separated tip was attempted to be snared out; however, it was unsuccessful and the tip remained in the strut stent. A non-abbott guide catheter was able to be advanced and another unspecified wire was attempted to snare out the tip, but also failed. A balloon was used to further embed the separated tip. The procedure was aborted and restenosis left untreated. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.